Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The monitoring voltage appears to be decreasing at a more rapid than expected rate. The ICD system software has been upgraded and the battery status and monitoring voltage will be followed on a regular basis. Implanted: 07/03/95 (implanted 14 months)